Event description:
The report received from the affiliate indicated that it was not possible to inflate the balloon catheter of the cypher select + stent. Moreover, the surgeon noticed that the connector was broken. The procedure was carried out and finished by using a new other device. There was no adverse event to the pt.

Manufacturer narrative:
The device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional info received will be submitted within 30 days upon receipt.